Event description:
The t5 helmet w/t4 fo light was sent for eval, due to overheating and causing the surgeon's forehead to burn during a case. The procedure was completed with the same device and following the case, the surgeon noticed blisters on his forehead. The next day his forehead was red. There was no medical treatment or intervention required as a result of the event and the surgeon is now doing fine. No add'l treatment was necessary.

Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.